Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts/alarms and not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts there is no adverse impact to the customers blood glucose level. Customer re-loaded the cartridge to resolve the issue and resumed insulin therapy.